Event description:
Allergan's legal department received a letter reporting a patient had bilateral breast augmentation with silicone breast implants and was diagnosed with "lymphoma of the anterior mediastinum." There is limited information available for this case after the initial investigation and there is an unlikely chance that this information will be obtained. However, if there is additional information, such as device information, implanting/explanting physician or any labs related to, but not limited to any combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl the file will be reviewed and updated.

Manufacturer narrative:
Medwatch submitted on: (B)(4) 2013. Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the (B)(4) study, in the labeling for silicone implants.